Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump failed to power on and did not acknowledge charging, and the touch-to-wake function was unresponsive during setup; a verified working charger and removal of the device case did not restore functionality, and the user was provided a backup ilet. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and review of device function history as available and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with a power-on failure and unresponsive user interface, suggestive of an internal hardware or power subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump hardware, undetermined to a specific component.